Event description:
It was reported that during a lap gastric bypass procedure, the device vibrated and the generator said instrument error. The retorqued the handpiece and it still did not work. Replaced it with another handpiece and it was fine. There was no pt consequence.